Manufacturer narrative:
The fse replaced the compressor, muffler <100 micron, and muffler 1/8 npt. The fse performed all functional and safety tests successfully. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received the parts associated with this complaint: scroll compressor, muffle 100 micron, and muffler 1/8 npt these parts were received with a reported failure of the compressor not reaching 420mmhg of pressure. The fat performed a visual inspection and found the part to be in good condition. The fat installed scroll compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. This part passed testing with no issues. The fat installed muffler 1/8 npt in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. The fat installed muffler < 100 micron in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. Fat could not confirm the fault in any of these parts.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's compressor failed testing during an unrelated service visit by a getinge field service engineer (gfse). There was no patient involvement.